Event description:
Due to weld failure, luer lock slipped from venous line causing patient to lose approx 50cc of blood. Potential danger to hemodialysis patient dialyzing at a 400ml/minute blood flowrate.